Event description:
The part was implanted (B)(6) 2011. Osteosynthesis of the fracture for the second and third metacarpal was performed on (B)(6) 2011 and on (B)(6) 2011, for the fourth and fifth metacarpal bones. Approximately 5 months after surgery, the doctor noticed that the plate had broken. The plate were explanted on (B)(6) 2012. Everything had healed on the pt before the breakage.

Manufacturer narrative:
The four plates, (B)(4), were implanted on (B)(6) 2011. Osteosynthesis was performed on (B)(6) 2011, for the fracture of the fourth and fifth metacarpal bones and on (B)(6) 2011, for the fracture for the second and third metacarpal bones. Approximately five months after surgery, an x-ray revealed a fracture of the plate near the third metacarpal bone. On (B)(6) 2012, the doctor removed the fractured plate near the third metacarpal bone and found that all fractures had healed (fractures were well consolidated) so he decided to remove all four (4) plates. Because the fractures had already healed, no other treatment was needed. The pt is in good condition. Upon reviewing the x-ray images, it appeared that the fractured plate was in the center of the fracture where the two holes did not have any screws. A screw should have been placed in the hole of the plate that broke. It is believed that the construct pistoned (plate moved off and onto the bone) during loading in the location of the plate which fractured and did not have screw in it to secure it to the bone. As a result, stress was placed on the plate at the fracture site and it broke. The IFU states that the osteomed hand plating system implants are not intended to endure excessive abnormal functional stresses. The exact root cause of the breakage was not determined because the plate was not returned for analysis. No other complaints were noted in the data base for this part.